Event description:
I had the essure procedure done on (B)(6) 2010. I begun to experience lost of energy and feeling very tired. I also start to have gastrointestinal problems developing diarrhea few times a week. As time went by I developed more symptoms such as hot flashes, nausea, dizziness, sharp stabbing pelvic pain, mood changes, weight gain, forgetfulness, sebaceous cyst which had to be surgically removed. I also begun to experience shortness of breath, tightness in chest for which I had to be referred to see a pulmonary specialist. I begun to gain weight, and developed wrist pain for which I had and emg / ncv combo neuro and it showed that I had developed carpal tunnel syndrome. I was referred to see an orthopedic doctor and he confirm that I had cts, synovitis of wrist and ganglion on my left wrist. I had to use hand splints every night and some time during the day. I also experience very painful intercourse and bleeding after sex. My periods were heavy and I had big blood clots during my periods. I also had the severe bloating, black out spells and bleeding during periods.